Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: diagnostic laparoscopic surgery for endometriosis incident description: "received a phone call from health services manager at [hospital name] at 0900hrs this morning stating that one of our trocars had broken off during a procedure last night. The procedure was for a diagnostic lap case for endometriosis. Spoke to one of the nurses involved in the case and she stated that the trocar in question did not break during entry into the abdomen. The trocar broke on insertion of a 5mm lateral port. The nurse stated that the surgeon involved was showing an insertion technique to the registrar. The registrar inserted the 5mm lateral port and it connected with the 12mm port. The registrar tilted the 5mm port and that is when the 12mm trocar snapped. The snapped piece of plastic was not found and the patient has been informed." Patient status: patient injury or illness did not occur associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula tip. The fractured piece was not returned with the event unit. Based on the condition of the returned unit and the description of the event, it is likely that the tip fracture was caused by force applied at the cannula tip by the 5mm lateral port that made contact with the event unit during the procedure. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device and/or process enhancements intended to further minimize the potential for this type of event to occur.